Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: review of the black box data confirmed motor rewind error (078-0008). On investigation, the motor rewind error was consistently replicated; the pump was unable to initiate the rewind function. The pump was opened for investigation and revealed evidence of moisture and corrosion in the motor circuit and on other internal components. Unrelated to the original complaint, the battery compartment was noted to be cracked and the audio tone function was not operating as per specifications.